Event description:
It was reported that there was a malfunction of footboard electrical controls due to fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that there was a malfunction of footboard electrical controls due to fluid ingress. This issue is not reportable per qrtr-162. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that there was a malfunction of footboard electrical controls due to fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.